Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane plates were reseated and the voltages were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.